Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: it was reported there was a white dot is on the cannula that cannot be removed. To aid in the investigation, six samples in packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One sample has an epoxy drip over the needle tip. The other five samples have no defects or imperfections. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed finding settings correct and flow of products good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported needle filter blunt fill 18x1-1/2 had foreign matter on the cannula. The following information was provided by the initial reporter, translated from (B)(6): "while opening the packaging we noticed that something was attached to the cannula. A white dot is on the cannula and cannot be removed."